Manufacturer narrative:
Manufacturer¿s reference #: (B)(4) it was reported that a male patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and at the end of the procedure suffered cardiac tamponade which required pericardiocentesis. However, bleeding did not stop and was moved to the operation room to a sternotomy, also patient required hospitalization and his medical history is unknown. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the magnetic sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 105 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the magnetic sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed during carto test. However the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Bwi concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator kit (us): us catalog #: m490007, serial #: (B)(4).

Event description:
It was reported that a male patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and at the end of the procedure suffered cardiac tamponade which required pericardiocentesis. However, bleeding did not stop and was moved to the operation room to a sternotomy, also patient required hospitalization and his medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event.